Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have sensitive teeth and gums, bleeding gums , sore and loose teeth, broken filling and overbite since they started wearing the aligners. This is a contraindicated patient for bridgework and crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.